Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had failed drawer, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a grid, imdrf annex c grid & imdrf annex d grid. A supplemental MDR was submitted to reflect the correct annex a grid, imdrf annex c grid & imdrf annex d grid.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.2 was failed. A field service engineer (fse) found that drawer 1.2, row b, was not detected on the bus. The fse powered down the station and removed all cubies. All row board and retractor band connections were reseated, and the drawer was cleaned out to remove any debris. The cubie contacts were also inspected, with no debris found. After reassembling the drawer, the system was booted back up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had failed drawer, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.